Manufacturer narrative:
Model number: 72400024, lot number: 1000270732, model description: balloon fgs 61-70 cm, model number: 72404127, lot number: 1000251766, model description: control pump fgs iz.

Event description:
It was reported that the artificial urinary sphincter (aus) became infected and had to be removed. The patient currently has a catheter in place. It was further reported that there was no infection. The device was removed due to a intraoperative bladder injury. The patient presented with urine in the scrotum. The patient was stable following the removal surgery. It was also further reported that there were no further details regarding what the bladder injury was, "only that there was urine in the scrotum the following day." The physician does not believed the injury was device related, but it is unknown what the cause of the bladder injury was.